Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 0.9, lab: 2.1. Comparison performed 30 minutes apart. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.